Event description:
It was reported the pt experienced persistent pain at the ipg site. The ipg was revised, patient was reprogrammed and reportedly the pain was resolved.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.